Event description:
During a generator replacement surgery, reporter indicated that high lead impedance occurred in the or during a systems diagnostics test following the connection of a new generator to the existing lead. Generator replacement surgery was recommended by the neurologist due to an increase in seizure activity. The cause of the high lead impedance is unk. The lead was not removed. The device was set to 0 ma output current and the new generator and existing lead remain implanted. The physician has increased medications for the increased seizures. The physician will consider revision surgery if medication changes are not able to help with seizure control.

Manufacturer narrative:
Device failure suspected and is likely related to the adverse event.